Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one used sample model 2202-0007 was returned for investigation. The received set contained lipid solution which was left in the set to more closely replicate the reported event of occlusion. Prior to functional testing the set was visually examined for defects and abnormalities. Kinks were found in the tubing set and massaged out. The kinks found in the tube likely originated from being packaged and shipped to the investigation site. No other defects or abnormalities were observed. Set was attached to an IV bag filled with 85% glycerin/ 15% water solution and allowed to prime using gravity. The samples showed a much slower flow rate than expected and were unable to prime in a reasonable time. Due to the lipid solution being in the filter and line for an extended period of time the slower than expected flow is possibly due to the viscosity of the lipid solution and/or the possibility of the lipid solution coagulating. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the alaris pump module infusion set was clogged. The following information was provided by the initial reporter: it was reported that there was fluid blockage.